Event description:
It is reported that while removing a lag screw from a znn cm nail the surgeon was not able to center the wire correctly. The surgeon partially removed the guidewire and redirected it 5-10 times. After numerous attempts the guidewire broke off at the interface of the threaded and solid section of the guidewire.

Manufacturer narrative:
This report will be amended when our investigation is complete.